Manufacturer narrative:
(B)(4). Batch # unknown health effect ¿ clinical code: (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is meant by ¿huge defect in the staple line interiorly?¿ were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Response: there is nothing additional to report.

Event description:
It was reported that during a lower anterior resection procedure that the device performed fine during the procedure and passed the leak test. Patient was brought back to the or three days post op for a sizable leak which was repaired with a colostomy bag. Surgeon stated that there was a huge defect in the staple line interiorly and there was no tension there. Patient is currently doing well.